Event description:
It was reported that the 7800 system locked up and collimator closed down during a case. The 7800 system had to be rebooted, and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The icp board and software upgrade kit were installed during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.